Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual loose needle was returned for evaluation. Visual examination found the needle had a good swage and good swage compression. No suture remnant was found in barrel. The force and technique used to separate the suture from needle cannot be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported the patient underwent a bentall procedure on (B)(6) 2013 and suture was used. During the procedure, the needle pulled off of the suture. The procedure was completed with same like device. No adverse patient consequences reported.